Event description:
Charge nurse at acct states that extension set had been in place on an arterial line for at least 24 hours with no leaking noted. Night shift noted leaking and on inspection of the tubing, noted that there appeared to be a "split" in the tubing. Nurse states that no scissors had been used for dressing changes. No bleeding or injury to pt occurred. Set was changed which is considered a nursing intervention.